Manufacturer narrative:
(B)(4). Results: breakaway. Washer indented the analysis results found that one was received in good visual condition. The breakaway washer was present, uncut and indented; the device was received with only nine staples present and partially formed, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. This may have caused the staple to not properly form. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoidopexy procedure, 90% of the staples were misformed, but cut completely, sutured by hand. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.